Event description:
The physician attempted an arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. Reportedly, fluoroscopy was not performed prior to the procedure; however, it was reported that the "arteries were calcified." The procedure was performed via the right groin. Insertion of the device was described as being "difficult." After introducing the sheath into the groin, the device broke at the distal guide. The sheath was removed, in its entirely, from the patient, but it is unknown how the sheath was removed. Hemostasis was achieved with manual compression and the patient recovered in a "normal timeline."